Event description:
Caller reported experiencing a cgm error 42 with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer worked with technical support to reset the pump, but the error persisted, leading to the decision to replace the pump. Technical support guided the customer through the necessary steps to put the old pump into storage mode and return it using a pre-paid label to avoid billing. A replacement pump, featuring updated software, was dispatched. The customer was instructed to program settings and reconnect their cgm to the new pump, ensuring continuous insulin delivery via multiple daily injections (mdi) as a backup during the transition.